Event description:
The customer reported an error with the power supply. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The reported symptom was confirmed. The ac module was first replaced and did not resolve the issue. The issue was then isolated to the processor pca, which was then replaced. The issue was then resolved and the device remains at the customer site for use. Philips concluded that this was a malfunction of the processor pca.